Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material looked like part of a cleaning brush. It is likely that the foreign material accumulated and got clogged during cleaning/disinfection process. However. The root cause was unable to be established. The event can be prevented by following the instructions for use which state: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope could not go pass in two washing machines. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The foreign material could not be removed due to buckling of the nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending section cover adhesive had a gap, the universal cord was damaged, the light guide lens was chipped, the scope connector was damaged, and the label for the scope cover was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.